Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the r3 liner, modular sleeve, hemi head & r3 shell were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the liner/ sleeve/ head/ shell was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the liner/head/shell. Similar complaints have been identified for the sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. The reported pain, mildly elevated c-reactive protein and serum erythrocyte sedimentation rate markers and radiological findings of heterotopic bone formation, partial tear of the illiopsis tendon, and ossific opacification of the acetabulum along with intraoperative findings of retroversion of the acetabular component may be consistent with findings of heterotopic ossification and aseptic loosening. However without the supporting lab results, imaging, and the analysis of the explanted components, the root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. The root cause for the ¿heterotopic ossification¿ cannot be concluded but some patients can be genetically predisposed, it is a known complication of joint surgeries and is related to the procedure and not the device. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed.